Event description:
Rn observed that tubing on administration set was not connected at the filter site. It appeared that the plastic broke where the tubing was connected to the filter. No pt was harmed as a result of the product malfunction.

Manufacturer narrative:
The failed device was returned to by the customer for review. Currently vygon is conducting a thorough complaint investigation. A follow-up MDR will be sent with the investigation results within thirty days of its conclusion.